Event description:
It was reported that the patient presented for a remote follow up via (B)(6) with episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing recorded by the implantable cardioverter defibrillator. Programming changes were discussed with the following physician, but not made yet. The patient was in stable condition.

Event description:
New information received noted that the recommended programming changes were made. The patient was in stable condition.